Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. In addition, the insulin gauge displayed an inaccurate fill estimate and remained static at 105 units. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level ranged from 300-500 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.